Manufacturer narrative:
Evaluation summary: no device or photos were received; therefore, the condition of the components is unk. Neither surgical notes nor x-rays were provided, therefore, fit and orientation could not be evaluated. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of operative reports, x-rays and/or product or further info. Evaluation codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt is experiencing pain.